Manufacturer narrative:
The investigation into the purge leak ¿ pump has been completed. The device was not returned for benchtop evaluation and investigation. Based on clinical description and data analysis, the root cause of the red pump plug leak was unable to be determined as limited clinical details were provided and no product was returned for review.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 43-year-old female in cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the purge solution visually was leaking slowly from red plug on both sides. Dampness was visualized on sheets where red plug sat as well. Pressure and flow of purge trending towards low purge pressure alarms. The impella was replaced. The user facility reported there was no patient harm.